Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch ultramini meter was displaying an unknown error message. The reporter also claimed that the meter had the incorrect date/time issue after changing the battery. The customer service representative (csr) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed, the alleged issues occurred approximately 3 months ago (exact date/time unknown). The patient reportedly manages her diabetes with an unknown type/dose of self adjusting insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. At an unspecified time after the alleged issue occurred, the reporter claimed that the patient developed symptoms of "feeling low, blurriness, dizziness and weakness." Despite her symptoms, no form of medical treatment was administered. At the time of troubleshooting, the csr noted that the reporter no longer had the meter or supplies therefore troubleshooting could not be performed. Replacement products were sent to the patient. The complaints are being reported because, the reporter/patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. Based on the provided information at this time, it is unclear how the date/time issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the reporter/patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia (low, blurriness) after the date/time issue occurred